Event description:
It was reported that serious brain damage occurred during an ablation procedure, the case was stopped and the patient needed ICU treatment. Additional information received indicated that the procedure (atrial fibrillation) took place on (B)(6)2010. During the procedure, the customer noticed a rise in impedance and checked the catheter and found a little charring. They removed the charring, checked the catheter flow, and continued the procedure with the same catheter as everything seemed normal. The settings used for ablation were: 48 degrees celsius, 50 watt, and long ablation time of 999 seconds or above (drag and drop method). Towards the end of the case, when trying to awaken the patient, the patient presented difficulty breathing and was sent to the ICU, then to a neurological hospital. Immediate CT scan did not reveal anything, but MRI performed by a neurologist revealed multiple emboli. The patient had a contract not to use life sustainable devices, so these were stopped and the patient died on (B)(6)2010. No post-mortem will be performed. The patient had arterial hypertension and was a smoker, but she did not have coronary artery disease, heart failure, diabetes, or history of stroke. The hospital contact (physician) stated that the reasons for the patient's death are still unclear, but thought that multiple thromboembolic events directly contributed to the patient's death. He thought that the event was procedure-related and possible product-related.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer reported getting an error-3 message on their freestyle freedom lite meter and as a result of being unable to test, her blood sugar dropped to 42 mg/dl (reportedly obtained on her adc meter) , which resulted in a hypoglycemic episode with loss of consciousness and seizure. The customer further reported her husband drove her to a local hospital where she was diagnosed with hypoglycemia and treated with glucose intravenous infusion. There was no report of death or permanent impairment associated with this medical event.